Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received inside the carrier tube (hoop). There was a complete mid-shaft separation from the tip at the mid-shaft weld. The fractured surfaces contained minimal damage (looked like a very clean break). The polymer mid-shaft and the mating end of the hypotube revealed an insufficient mid-shaft/hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on evidence of a deficient bond contributing to the confirmed shaft separation, the most probable root cause was considered 'manufacturing'. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while unpacking for a percutaneous coronary intervention procedure, shaft break occurred. The 90% stenosed lesion was located in a non calcified, moderately tortuous distal left circumflex artery. They removed the 15mm x 4.50mm nc quantum apex mr balloon catheter from the hoop and when they tried to remove the balloon protector, the catheter's shaft detached about 10cm from the tip of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that while unpacking for a percutaneous coronary intervention procedure, shaft break occurred. The 90% stenosed lesion was located in a non calcified, moderately tortuous distal left circumflex artery. They removed the 15mm x 4.50mm nc quantum apex mr balloon catheter from the hoop and when they tried to remove the balloon protector, the catheter's shaft detached about 10cm from the tip of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.